Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion device does not correctly deliver insulin once the piston rod reaches 100 units. Her blood glucose elevated to the 300-400 mg/dl range, and she delivered insulin injections to treat hyperglycemia. She switched to her backup infusion device, and her blood glucose returned to normal. No adverse event was reported. The alleged product was requested for evaluation.